Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced symptomatic mild rectocele, vaginal pain, dyspareunia, mesh complication and contracture, blood loss, foreign body in patient, scarring and scar tissue, rectocele and cystocele (prolapse), mesh exposure, urinary incontinence, urgency, frequency, vaginal bulge, weight fluctuations, dry mouth, constipation, dyspnea, shortness of breath, nocturia, dry vaginal mucosa, back pain, sleep disturbances, elevated blood pressure, vulvar atrophy, thinned and pale mucosa, tenderness, hernia, urine leakage, painful urination (dysuria), unspecified difficulty with bowel movements, kidney injury, depression, abdominal pain, leukocytosis, low bladder capacity, discomfort, muscle spasm, dizziness and lightheaded, fatigue, polyuria, urinary odor, protruding rectal mass, nausea, vaginal vault prolapse, defect, weakened pubocervical fascia, thickened and dense mass, adhesions, weakness, fecal incontinence, nonsurgical and additional surgical interventions.